Event description:
The customer reported via phone call that she had cloudiness in her display on the right hand side of the pump screen. Customer stated that the damage occurred over time. Customer stated that maybe the screen was rubbed since she puts the insulin pump in her pocket. Customer stated that it is hard to read the right side and she has to tilt the screen to read it. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker. No crack or cloudiness was noted on the display.